Manufacturer narrative:
(B) (4). The defective paddles will be exchanged under warranty and returned to physio-control for evaluation. The device was tested at the customer site and was observed to operate properly. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that during a patient cardioversion, the device failed to deliver energy. Another defibrillator was available and used successfully. There was no adverse effect on the patient as a result of the reported failure. It was later observed that the "discharge" button on the sternum paddle was very hard to press.